Event description:
Following submission of initial medwatch report additional information received indicates: approximately one month from a post follow up angiogram, the physician elected to treat the patient with two infrarenal aortic extensions, which successfully corrected the endoleak. The patient tolerated the procedure well.

Event description:
It was reported that approximately 19 months post-implant of a bifurcated device and a suprarenal aortic extension, a follow up angiogram revealed a type iii endoleak between the suprarenal aortic extension and the bifurcated device. The physician is in the process of determining course of action.

Manufacturer narrative:
Subsequent to the initial medwatch report, additional event information was received.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available. Remains implanted in the patient.